Manufacturer narrative:
This report is being filed to provide additional information in b.6, e.1, e.3, h.6 & h.10. Investigation: further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. It was confirmed that the device flagged the product to verify wbc content. The run data file (rdf) was analyzed for this event. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: during a trima accel procedure, the system continually monitors the collection for potential white blood cell (wbc) and red blood cell (rbc) contamination of the platelet product via the rbc detector. In the event of a possible saturation of wbcs in the lrs chamber, the system will automatically perform an unscheduled lrs chamber clearing. In the event of an rbc spillover during platelet collection, the system will notify the operator and, in most cases, automatically perform a spillover recovery process. At the end of the collection the operator will be unable to label the platelet product as leukoreduced and the trima device will notify the operator to verify the wbc content of the platelet product. An rbc spillover occurs when rbcs enter the lrs chamber with the buffy coat layer and exit the lrs chamber with the platelets. An rbc spillover is generally related to an interface issue in the channel of the tubing set. Many factors can affect the interface of the fluids in the channel, including inaccurate hematocrit entry, donor blood variables, disposables set variation, a machine issue, a centrifuge stop, or a tubing set loading error. Run data file analysis did not show a conclusive root cause for the detected lrs chamber saturation and rbc spillover detected throughout this procedure. It is possible, though not conclusive, these detections may be due to a donor related phenomenon. For example, if the donor¿s mean cell volume (mcv) of their rbcs is low, the rbcs may not separate from the platelet layer and will exit with the platelets. It is also possible, though not conclusive, the frequent rbc spillovers may have been caused by inaccurate donor hematocrit entry. The trima accel system re-optimizes and checks the volume delivered to the bags on every draw/return cycle. When the software finds a difference between what is delivered versus what it needs to deliver to achieve the target yield, the collected yield shown on the screen will be adjusted accordingly. The optimization process also adjusts to procedure events in order to achieve the selected procedure targets. These events may include but are not limited to donor precount or flow rate adjustments, a change to the selected procedure targets, or spillover, wbc, or air block recovery processes. During the spillover recovery and lrs chamber clearing, all cellular content in the lrs chamber is emptied into the channel. Once complete, the system re-establishes the platelet bed in the lrs chamber before continuing with the collection. The system reoptimizes the collection to include the additional volume of blood needed to re-establish the platelet bed. Procedure time will increase and if necessary, the current yield will be adjusted. This change will be reflected on the display screen once the system completes the rbc spillover recovery or unscheduled lrs chamber clearing process. Larger decreases to the yield may occur when multiple adjustments are made during the procedure, multiple recoveries are triggered throughout the procedure, if the donor platelet precount is low, or if adjustments or recoveries occur late in the collection. In rare cases, the system may negatively respond to these events by decreasing the collection flow rates in attempts to meet the platelet product volume target.

Manufacturer narrative:
This report is being filed to provide additonal information in e.1.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer.